Event description:
It is reported that during surgery in 2007, the screw driver broken when trying to remove a screw. The surgery was delayed approximately 1 hour because of the screw driver breaking.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is completed.